Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and that a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy and total abdominal hysterectomy; due to sui, dysmenorrhea, and menometrorrhagia. It was reported that following insertion the patient suffered tremendously after being implanted with the mesh. She experienced chronic pelvic and vaginal area pain as well as severe urinary and vaginal infections, urinary incontinence, retention and leakage, recurrence of prolapse along with abnormal vaginal discharge. In addition, psychological and emotional suffering. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent incisional herniorrhaphy with marlex mesh reinforcement on (B)(6) 2007,(B)(6) 2008, and (B)(6) 2010 due to incisional hernia. It was reported that patient underwent colonoscopy with hot biopsy on (B)(6) 2010 due to history of colon polyps. No additional information was provided.